Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: broken. Visual inspection: the cannulated flexible shaft was found to be broken at the most proximal link. The device shows minor surface wear which does not impact functionality. The received condition agrees with the complaint condition therefore the complaint is confirmed. Dimensional inspection: the outer diameter of the shaft closest to the break was measured to be 7.99mm which is within specifications drawing/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material/hardness review: material review could not be performed as only top level of the device history record was available as sub-components are not lot tracked. Conclusion the complaint condition was able to be confirmed as the device was found to be broken. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.037.028, lot: 9298604, manufacturing site: haegendorf, release to warehouse date: 16.jan.2015 . The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the flexible screwdriver from the trochanteric femoral nail-advance (tfna) set broke while the surgeon was loosening a set screw. All fragments were retrieved. Procedure outcome and patient status are unknown. Concomitant devices: locking set screws (part: unknown, lot: unknown, quantity: 1). This report is for a 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).